Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 105 / connect belt messages) was confirmed. As received, the belt would not communicate with the monitor. Upon evaluation, the yellow pgnd wire was open inside the trunk cable. The cause of the connect belt messages and code 105 is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying service code 105 - pulse test relay stuck and prompting to connect the belt when it was connected.